Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device presented the error 1660, no more details provided. It is unknown if there was patient involvement.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found a scratched lens and missing battery door. A review of the event history log found a 1660 error. During the functional testing, the device showed 1660 error. Primary problem was found to be a defective microprocessor board. The microprocessor board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.